Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported error was confirmed and replicated. In the system logs, the error 23008 was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 23008 was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where it failed sensor check test for yaw wiggle and sine cycle due to error 23008. Once the testing was completed, the yaw searchlight sensor was applied behavior analysis (aba) tested and was verified to be the source of the fault. The probable root cause is attributed to sensor errors from a faulty yaw searchlight board located on usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report repeated recoverable faults on universal surgical manipulator (usm2). System logs confirmed repeated pot-to-encoder faults reported by usm2. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to 23008 error. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.